Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16204. The patient has a peripheral system (off-label) and a scs system. The peripheral system consists of four leads from two separate lots. It was reported that a peripheral lead had eroded through the patient's skin. She stated she had a blister on her back for ober a month. On (B)(6) 2013, the blister allegedly burst and she felt what she thought was a thread on her back. The patient pulled on it, not realizing it was actually a lead. The patient went to the e.r. Where a dressing was placed over the wound, and she was given antibiotics. The patient's entire peripheral system was removed on (B)(6) 2013 due to the issue. No further information is available at this time.